Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the probe was bent. Additional details have been requested but not received.

Manufacturer narrative:
The returned probe was examined. The tip was found bent with slight twisting. The cause is likely attributed to forces placed on the device during use to make the pathway through the patient's hard bone which exceeded the device's strength. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.